Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shortness of breath (sob) and extreme fatigue on exertion since the implant of the leadless implantable pulse generator (ipg). The patient reported that they don't think that the leadless ipg is working. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.